Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, device with error ac power failure, device is not a black screen with no lights or sound. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, device with error ac power failure, device is not a black screen with no lights or sound. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height module t board and printer circuit board assembly boards (pcba) in the drawer assembly had failed. A field service engineer initially assisted the customer remotely to power the station back on and confirmed it was running. However, drawer 1 was not detected even after a reboot. The engineer found drawers 1-1 and 1-2 had no power. Testing with an ohm meter confirmed both boards were out. The engineer retrieved replacement parts, replaced the half-height module t board and pcba boards, restarted the station, and reconfigured it on the main application. The engineer also cleaned debris inside the drawer and re-seated the pyxibus and power cord cables. The system was tested in hardware test application and verified with medication transactions in the main application. All functions were confirmed operational. The system functioned as intended after the field service engineer repaired the device.